Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-aug-2016, an fse conducted on-site follow-up with the customer. On 09-aug-2016 the computer was replaced and the instrument returned to normal operation. The most probable cause of the reported event was due to a defective computer.

Event description:
On (B)(6) 2016, a customer reported a computer failure on their aia-1800 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.